Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 67-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage e underwent impella 5.5 support via right axillary/subclavian surgical arterial access. During support, the device functioned as intended at p-8 with flows of approximately 5.0 l/min using d5w sodium bicarbonate purge solution. While undergoing workup for lvad candidacy, a non-contrast pan CT identified a cerebral lesion, and subsequent contrast imaging suggested the lesion could be either hemorrhagic or metastatic in nature. Systemic heparin was discontinued with plans for interval repeat CT imaging; subcutaneous heparin was administered. At the time of assessment, aptt was 33, and the clinical team was informed of recommended anticoagulation targets (act 160¿180) while on impella support and the potential risk of pump thrombosis or stoppage in the absence of adequate anticoagulation; the heart team acknowledged these risks and elected to proceed with adjusted management. The patient remains on support with survival outcome at explant pending. The reported event was related to clinical management decisions regarding anticoagulation in the context of a suspected intracranial lesion, and the impella device functioned as intended. Currently there is no confirmation if the cerebral lesion was hemorrhagic or metastatic, still doing exams. Patient is alert, well and sitting out of bed. Hemodynamically, managed on p8, IV adrenaline, IV milrinone, IV heparin and IV frusemide (as dialysis currently off).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.